Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer board failure. A field service engineer troubleshot an issue with the unit not powering on, identified a faulty drawer board, replaced the defective drawer board, and successfully completed testing to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. User was trying to pull medication, but screen went black. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.